Manufacturer narrative:
H3: product analysis - product:9560524, lot no:my20e001r product analysis updated. During the incoming inspection, it was found that the event was observed, and the handle screw thread was deformed, the joint was worn, and the bearing was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown: g2: country of origin - japan h3: product analysis- product:9560524, lotno: my20e001r during the incoming inspection, the requested phenomenon was observed. It was also found that the screw thread of the handle screw was deformed, the joint was worn, and the bearing was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the wire was broken. There were no patient symptoms reported. There were no further complications reported regarding the event.